Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. E2, e3 ¿ three attempts were performed to obtain occupation for the reporter but were not successful. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the unresponsive and no video displayed was due to a faulty circuit (bi) board malfunction. This malfunction cause was unable to be identified but may be caused by aging deterioration as the device was manufactured more than 7 years ago. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The touch pad was unresponsive and no video was displayed due to a faulty bi board. Additionally, both bottom corners of the bezel had cracks noted. There were several scratches on the window screen as well. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the olympus high definition lcd monitor's front panel was not functioning properly. Reportedly, the touch pads and keys were unresponsive and no video or menu was displayed. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.